Manufacturer narrative:
The lot number is unk and therefore, the date of manufacture cannot be determined. The tube was discarded and therefore, unavailable for failure investigation. No conclusions can be made. Info has been added to the database for trending purposes.

Event description:
The customer reported that after a day of use, the neck strap hole tore. The pt was re cannulated non-routinely and there was no pt harm.